Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) to report that her onetouch verio2 meter displayed an error 2 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2017. The patient does not take any medication to manage her diabetes and continued to follow her usual diabetes management routine in response to the alleged issue. The patient reported that one week after the issue occurred she developed a symptom of ¿urinating often¿ however denied receiving any treatment. During the call the cca noted that it was not the first time the meter had been used and there was no apparent misuse of the device. The patient was following the correct testing process and had used the correct test strip. The error 2 message did not present when the power button was pressed and when the patient was walked through a retest the issue remained unresolved. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.